Event description:
It was reported the device was "not steerable." There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device the device was received with the j-curve and locking knob fully actuated. No further findings were observed. The device shaft, handle, steering knob, locking mechanism, connector, and electrodes appeared intact. During functional inspection, the bi-directional and locking knob were returned to the reset position. During this articulation, the bi-directional knob was observed to move loosely without any traction or feedback force between the f and j curves. Additionally, when the device was deflected in each direction, the catheter distal tip did not deflect to the corresponding positions. It is likely that this may have contributed to the reported event, as a compromised bi-directional knob is likely to affect device steering. The functional inspection indicated that the complaint is confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the likely root cause as a result of mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to operate the catheter prior to completely reading and understanding the applicable instructions for use. -do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. The reported event will continue to be monitored through post-market surveillance.